Event description:
It was reported that the patient had CT scan of her head yesterday, and she noticed a power-on-reset message after the procedure. The patient has been drinking a lot of water after the scan and noted going to bathroom every hour. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# j0225409v, implanted: (B)(6) 2002. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).